Manufacturer narrative:
The logbook of the affected device (month of manufacture: august 1998, operating hours: 112,000) was available for the investigation. From the logbook entries it can be seen that the device performed a single warmstart at the reported time after which ventilation was continued. The error entries indicate a temporary deviation in the valve of the mixer cartridge for oxygen or air. A detailed device analysis was not possible because the customer plans to scrap the device. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart without losing data. No injury reported.